Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that they went swimming and forgot to remove the insulin pump. The customer stated they are unable to prime. The screen would not go forward after rewind. Insulin came out the tubing during prime but the screen was still on the preparing to prime screen. The customer tried to hold the act button again and received a compromised force sensor system alarm. Blood glucose value was 7.2 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.